Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the distributor that the suture keep coming off the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 2/26/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that the alleged deficiency ("¿that the suture keep coming off the needle...") Occurred on devices from product code vcp593g- lot 102dtl and product code 1855g - lot 104d2r. - were there patient consequences? If yes, please specify. - when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please confirm below, how many devices demonstrated the alleged deficiency from each product code ? Product code vcp593g- lot 102dtl: product code 1855g - lot 104d2r: -is this device or samples available for product analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). - please confirm the quantity of devices available for product analysis and provide the status of the devices as they have not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was reported: customer states that the sutures will not stay on the needles while using. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.